Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was experiencing a chronic rash, which worsened while undergoing hd therapy utilizing an optiflux 180nr dialyzer (specifics not provided). Follow-up with the outpatient clinical manager (cm) revealed a substitute dialyzer (nipro cellentia 17h) was utilized on (B)(6) 2021 with favorable results. The patient reportedly completed treatment without any complaints of pain or rash. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medical records, current disposition) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. One lot was found to have been delivered in this time period. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the fresenius optiflux 180nr dialyzer, and the serious adverse events of pain and chronic rash (exacerbated by hd therapy). The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, follow-up with the cm revealed the patient had a favorable response to an alternative dialyzer (nipro cellentia 17h), with a substitute mode of sterilization. The cm reported the patient underwent hd without a return or worsening of the patient¿s rash or pain. Limited information precluded a more comprehensive investigation. Based on the totality of the information available, the fresenius optiflux 180nr dialyzer cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. While uncommon, hypersensitivity reactions are known to occur with the use of optiflux dialyzers and/or other elements in the extracorporeal circuit. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model.

Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was experiencing a chronic rash, which worsened while undergoing hd therapy utilizing an optiflux 180nr dialyzer (specifics not provided). Follow-up with the outpatient clinical manager (cm) revealed a substitute dialyzer (nipro cellentia 17h) was utilized on (B)(6) 2021 with favorable results. The patient reportedly completed treatment without any complaints of pain or rash. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment records, medical records, current disposition) have thus far proven unsuccessful.